Event description:
This is a complaint regarding black marks, cracks in the cap according to the customer report 13 black marks in the product and 4 cracks in caps were found during production at atom.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, embedded material is observed within the safety sleeve, verifying the reported incident. A device history review was performed for reported lot 2201011, no deviations or non-conformances related to this issue were identified during the manufacturing process. Fifty retained samples of the same lot were used for additional evaluation, no foreign matter or other embedded material was observed within any of the devices. Product undergoes visual and functional evaluations throughout the manufacturing process according to procedure. While we could not identify a direct issue, the embedded material is likely dirt that accumulated within the mold during the molding process. A project was initiated to reduce any embedded particles within this product, the reported lot was manufactured prior to the completion of the project. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
This is a complaint regarding black marks, cracks in the cap according to the customer report 13 black marks in the product and 4 cracks in caps were found during production at atom.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.